Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone-control-ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother, that her son was diagnosed with cellulitis infection and treated with antibiotics for 7 days. He had a blood glucose level of 300 mg/dl and had worn the pod for longer than 48 hours. The pod was removed prior to arrival at urgent care. His mother reports the infection site is no longer painful and looks improved. She typically places pod on the abdomen and arms. The child has also been very active outdoors and playing in the pool.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects were noted to the formed needle, soft cannula, or housing that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined.